Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the placement signal of the pump became unreliable. Despite the signal issue, the pump remained operational throughout support until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was not returned for investigation. Data logs were investigated and no alarms were observed. "Placement signal low" alarm was observed along with suction alarms but no motor current spikes. The placement signal was seen trending downwards. 5s parameters of the pump were stable. These conditions are seen when the patient condition is not optimal. Therefore, the root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.